Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Further investigation underway.

Event description:
The user facility in (B)(6) reported a foot pedal error message appeared during a cataract procedure indicating the foot pedal had failed to communicate with the stellaris system. After troubleshooting it was determined that the foot pedal battery was depleted. There was no spare battery available. The surgeon converted to a manual procedure resulting in prolonged anesthesia and surgery time. The procedure was completed successfully with the implantation of the initially intended intra-ocular lens. There was some corneal opacity reported after the procedure which had resolved by the next day. No additional medical intervention was required.